Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor fractured. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached due to clavicle-rib crush and the outer insulation had a cosmetic depression.

Event description:
It was reported that the right atrial lead had variable impedance, high impedance, and an apparent fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.